Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was fractured and was exhibiting high, out-of-range pace impedance measurements greater than 2,500 ohms for the last two years. The physician elected to turn off the alerts due to the high impedances, and the lead remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was fractured and was exhibiting high, out-of-range pace impedance measurements greater than 2,500 ohms for the last two years. The physician elected to turn off the alerts due to the high impedances, and the lead remains implanted at this time. No adverse patient effects were reported.